Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. No alarm noted during testing. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test and occlusion test due to motor error alarms. Unable to confirm alarm in alarm history screen due to overwritten history file. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump is alarming motor error during prime, she goes to clear the alarm and received a motor position encoder error alarm. Blood glucose value was 116 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.